Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient went to hospital and told them she fell and asked them to check it but didn't. She stated that she found out the night before that she broke it during the fall. The patient indicated that she had been peeing a lot since fallen, so she asked her daughter to check it and she stated it broke. The patient thought it was the machine. It was noted that the patient went to a party and fell backwards that day. She also reported that her daughter saw the doctor code and did not know the code for sure. It was also mentioned that since she fell, she was passing blood and did not tell the nurse about that. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.